Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy still birth/ miscarriage, pregnancy (no complications)") and abortion spontaneous ("miscarriage/ pregnancy (stillbirth or miscarriage)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: birth control pills on (B)(6) 2012. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal infection ("vaginal infections"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with abdominal pain lower, menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding ( vaginal)"). In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery. Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, vaginal infection, menstrual disorder, menorrhagia and vaginal haemorrhage outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she underwent unspecified treatment due to complications from the essure device. (Discrepancy with removal date/ ae onset date noted) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed essure device was successfully occluded . Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: reporter, patient date of birth and events abnormal bleeding (vaginal, menorrhagia), infection (vaginal), pain, left lower quadrant pain were added. Patient's age added. Date of essure removal added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy still birth/ miscarriage, pregnancy (no complications)") and abortion spontaneous ("miscarriage/ pregnancy (stillbirth or miscarriage)") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: birth control pills on (B)(6)2012. Concomitant products included paracetamol (acetaminophen). On (B)(6)2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infections"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with abdominal pain lower, menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding ( vaginal)"). In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, vaginal infection, menstrual disorder, menorrhagia and vaginal haemorrhage had not resolved and the depression and anxiety outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she underwent unspecified treatment due to complications from the essure device. (Discrepancy with removal date/ ae onset date noted) she currently planning for essure removal patient not removed essure device (discripancy noted) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: confirmed essure device was successfully occluded quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-aug-2018: events- "depression, mental anguish" added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy still birth/ miscarriage, pregnancy (no complications)") and abortion spontaneous ("miscarriage/ pregnancy (stillbirth or miscarriage)") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: birth control pills on (B)(6) 2012. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal infection ("vaginal infections"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with abdominal pain lower, menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding ( vaginal)"). In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, vaginal infection, menstrual disorder, menorrhagia and vaginal haemorrhage had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she underwent unspecified treatment due to complications from the essure device. (Discrepancy with removal date/ ae onset date noted) she currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: reporters details added. Event outcome updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy still birth/ miscarriage, pregnancy (no complications)") and abortion spontaneous ("miscarriage/ pregnancy (stillbirth or miscarriage)") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: birth control pills on (B)(6) 2012. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal infection ("vaginal infections"). In march 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with abdominal pain lower, menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding ( vaginal)"). In november 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, vaginal infection, menstrual disorder, menorrhagia and vaginal haemorrhage had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she underwent unspecified treatment due to complications from the essure device. (Discrepancy with removal date/ ae onset date noted) she currently planning for essure removal diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed essure device was successfully occluded quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy still birth/ miscarriage, pregnancy (no complications)") and abortion spontaneous ("miscarriage/ pregnancy (stillbirth or miscarriage)") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no" and device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: birth control pills. Concurrent conditions included gravida ii and parity 2. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) since april 2012, ketorolac tromethamine (toradol) since (B)(6)2012 and paracetamol (acetaminophen). On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding ( vaginal)"), 1 month after insertion of essure. In (B)(6)2013, the patient experienced vaginal infection ("vaginal infections"), depression ("depression") and anxiety ("mental anguish"). In (B)(6)2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with abdominal pain lower. On (B)(6)2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, vaginal infection, menstrual disorder, menorrhagia and vaginal haemorrhage had not resolved and the depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she underwent unspecified treatment due to complications from the essure device. (Discrepancy with removal date/ ae onset date noted). Discrepancy noted regarding essure removal-its mentioned that she is currently planning for essure removal. Patient not removed essure device ,however its also mentioned that she had essure removal. Home treated miscarriage. I didn't go to doctor. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: results: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2018: pfs received: event device monitoring procedure not performed was added. Device removal status was updated. Event onset date were updated. Concomitant conditions and drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.